Manufacturer narrative:
The reported event that a ¿distal lateral femur plate axsos 3 ti for right femur 16 hole/l343mm¿ broke 6 weeks after the implantation, could be confirmed, since the device was returned for evaluation and it matches the reported failure mode. One plate and 14 screws were received for inspection. All 14 screws are scratched and with slightly deformed threads, most likely caused during implantation and/or explantation. The plate was received broken, in 2 pieces. The breakage point is located along the 10th shaft hole (counting from the small rounded plate end). A visual inspection revealed that the surface of the plate shows marks of usage, while the holes of the plate have deformed threads, most likely caused during implantation and/or explantation. All the broken surfaces present a pattern consistent with fatigue fracture, which can occur under repeated or fluctuating stresses. Fatigue fractures begin as a microscopic crack/cracks that grow as force is applied repeatedly to a part. It was reported that the plate was found broken 1,5 months after the implantation. Two surgery reports, one from (B)(6) 2017 and one from (B)(6) 2017, along with 5 x-rays, were provided. No information related to the patients` history was communicated. The clinical expert evaluation revealed that the first two x-rays present the situation directly after the surgery with the complete femur in two planes. They show the distal lateral right femur plate axsos 3 with 16 holes as well as an additional anterior plate with 14 holes and three cerclages. The fracture site is shown almost in the middle of the shaft. From these pictures we know that the hip has been treated with total hip arthroplasty with an uncemented stem and a threaded cup of the hip. The next three x-rays show the situation after the (B)(6), after the breakage of the axsos plate, and are focused on the distal lateral right femur. The knee joint is depicted and shows a joint previously treated with a knee endo-prosthesis. The bone shows an almost horizontal fracture in the shaft of the femur to be classified as a vancouver c-fracture below the prosthesis. The plate is broken as well at the height of the bone fracture. The breakage is near to the middle of the plate between the 8th and the 9th hole. In the first surgery report it is mentioned that a 13 hole liss-plate has been removed. Obviously the patient already had a former periprosthetic fracture. The date of this former operation is not mentioned, but the surgery report informs us that the fracture site shows partial consolidation. The situation has ended in a varus deformity without consolidation making this revision operation necessary. In the recommendation of the first surgery report it is mentioned that the patient cannot put any instructions - regarding the weight reduction or the range of movement - into practice. The second surgery report was necessary because of the broken axsos plate. The anterior neutralization plate has not reacted to the varus deformity of the fracture (did not break or led to further fractures of the bone). Obviously the plate did not bring the necessary additional stabilization to the fracture site, maybe because of insufficiency of the surrounding bone. The surgeon decided to change to an ncb-plate. There are no x-rays showing the situation after this further revision operation. The clinical expert concluded that the patient had former total knee and hip replacement. Furthermore, he had periprosthetic right femur fracture treated with a 13-hole liss-plate. Because of insufficiency of the fracture and absence of fracture consolidation, an operation with the axsos plate and the neutralization plate has been performed. The patient could not reduce the weight applied on the leg or the movement. After six weeks the axsos plate broke, making another operation necessary. We have not been provided with x-rays after the second revision or the broken plate. The breakage of the plate can happen in the above mentioned situation. The patients weight cannot be carried by the lateral femoral axsos plate alone. The second neutralization plate did not bring much of a relief, as it did not break nor led to further damage of the surrounding bone when the axsos plate broke. Therefore, we can assume, that it did not have much of an influence to the fracture site. Especially when a prolonged healing of the bone is expected, the breakage of the plate is not much of a surprise. The plate should be examined for material problems though. Altogether it was a complicated situation. If a patient in this situation cannot reduce weight and rom, the patient should not perform any mobilization at all, except of physiotherapeutical exercise for at least 6-8 weeks. An external tutor could have been a further option to reduce the load for the plate. The problem is from our point of view mainly due to the post-surgery recommendations. As per IFU v15013: the plates are intended only to assist healing and are not intended to replace normal bone structures. No fracture fixation device that is subject to material fatigue can be expected to withstand activity levels in the same way as would a normal healthy bone. The fracture fixation system, therefore, will not be as strong, reliable or durable as a normal human bone. These implants are neither intended to carry the full load of the patient acutely, nor intended to carry a significant portion of the load for extended periods of time. For this reason post-operative instructions and warnings to patients are extremely important. Therefore, the patient should be well informed that the device cannot and does not replicate a normal healthy bone, that the device can break or become damaged as a result of strenuous activity, trauma, mal-union or non-union and that the device has a finite expected service life and may need to be removed at some time in the future. Based on investigation, the root cause was attributed to a patient related issue. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Plate axsos 3 femur broke 6 weeks after implantation. 13x5 mm locking. 2x4.5mm kortikalis.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Plate axsos 3 femur broke 6 weeks after implantation. 13 x 5 mm locking. 2 x 4.5 mm kortikalis.